Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens in the left eye. Intraoperatively, the surgeon noted the capsule bag was unstable due to a small tear. The crystalens iol was removed and a different iol was implanted successfully. According to the surgeon, the patient's prognosis is good. Reference MDR # 2031924-2011-00084.

Manufacturer narrative:
The surgeon did not indicate that there were any issues with the crystalsert delivery device.